Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon of the foreign object that remained in the scope channel was determined to be the tip of cleaning brush. The root cause of the foreign object remaining in the scope channel could not be identified. The event can be prevented by following the instructions for use which state: "chapter 7 cleaning, disinfection, and sterilization procedures warning all endoscopic channels, including supraforceps wire channels and balloon channels, should be washed and disinfected (or sterilization) after each case, regardless of whether they are used or not. Inadequate cleaning, disinfection (or sterilization) may result in infection of the patient or operator in the following cases. Inspection of equipment channel cleaning brush (bw-20t), disposable single end cleaning brush (bw-400l) inspection make sure that the brush and metal tips are securely attached by hand. Visually check the brush area for hair loss (see figure 7.3 on page 83 and figure 7.4 on page 84). Visually check that there are no breaks or scratches on the shaft. Visually check that the bristles of the shaft and brush are clean." Olympus will continue to monitor field performance for this device.

Event description:
It was further reported, the issue occurred duing endoscopic ultrasound fine-needle aspiration (eus-fna) procedure. The diagnostic procedure was completed with the same device without any delay. A pre-use inspection was performed.

Manufacturer narrative:
The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown when the foreign material adhered to the scope. There was no delay to start of pre-cleaning. The air/water nozzle was flushed with air and water. There were no problems with accessories used for reprocessing. The instrument channel outlet was brushed with lint-free clothes, brush, or sponge. The instrument channel was brushed. The customer used the suction function by pushing the suction valve to the first position and last position. The balloon suction channel was brushed. An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on forceps channel, water tightness was lost. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack. Ultrasonic transducer had corrosion. Connecting tube had a dent. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the forceps channel of the gastrovideoscope had a pinhole. The device was returned and an evaluation at the repair center revealed foreign material/residual liquid in the forceps channel, suction channel and balloon channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.